Event description:
The customer reported the system experienced a collimator cone down. Following a reboot, the system regained functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found the high voltage cable was being stressed when the system was moved. The cable was adjusted and the system operates as intended.